Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months. Thrombus was confirmed through the evaluation of the returned device. Lvad, (B)(4), was returned for evaluation assembled with the driveline (dl) cut approximately 13.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were also returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. The proximal edge of the inlet tube revealed an adhered deposition of white tissue ingrowth that appeared consistent with the device¿s duration of use. Examination of the lvad upon disassembly revealed loose, tissue-like depositions on the body of the rotor. Their lack of adherence and denaturation suggested that these depositions formed elsewhere and got caught on the rotor while the pump was supporting the patient. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient underwent a pump exchange due to hemolysis. Additional information was requested, but was not provided.